Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) did not receive the monopolar curved scissors (mcs) tip cover accessory as it has already been discarded. Although the complaint was not confirmed by failure analysis (fa) since the mcs tip cover accessory was not returned, the information gathered indicates that the device did contribute to the customer reported issue. Isi has received the mcs instrument related to this complaint and performed failure analysis. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.665¿ - 0.034¿ in length and were not aligned with the tube axis. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the monopolar curved scissors (mcs) instrument cover slipped off in the body and the customer noticed a scrape down instrument with orange exposed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter informed that the instrument and mcs tip cover accessory were inspected prior to use, and nothing unusual was noted. The issue happened during the procedure. The customer does not remember what surgical task was performed when the issue happened. The tip cover that fell in the patient was immediately retrieved. The mcs instrument did not collide with other instruments during the surgical procedure. The tip cover was installed properly during the procedure. There was no thermal damage or any other damage to the tip cover. It is unknown what caused the scratch marks on the main tube of the mcs instrument. The procedure was completed robotically. The mcs tip cover was disposed of and will not be returned.